Event description:
The user is questioning the analyzation system of the device during a patient use event. The patient survived. This patient use case also involved an fr2 with device serial number (B)(4).